Event description:
Event description guidant received information that this coronary sinus implantable lead dislodged. The lead was explanted and a new guidant lead was implanted; however, elevated thresholds were observed and the lead was not stable. A competitive lead was implanted without incident. Both leads have been returned for analysis.